Manufacturer narrative:
During use of the mynx vascular closure device (vcd), it was reported that the balloon "broke" as there was difficulty inflating the balloon. During "fal" analysis, it was noted that a tear was found in the balloon of the returned product during investigation. There was no patient injury. The procedure was completed using another mynx vcd without difficulties. There were no defects noted to the device prior to prep. There was no damage to the device packaging. The mynx vcd was used in a diagnostic coronary procedure. The defect occurred during use in patient. The defect was inflation difficulty. The deployer is mynx certified. The patient has history of hypertension and obesity. Angiomax was given during the procedure. A non-sterile mynx grip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock open. The sealant and advancer tube were in the manufactured position as received. The syringe and procedural sheath were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1812002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review, access site vessel characteristics (although not reported) or sheath tip condition factors (although not returned) may have contributed to the reported event since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During use of the mynx vascular closure device (vcd), it was reported that the balloon "broke" as there was difficulty inflating the balloon. During "fal" analysis, it was noted that a tear was found in the balloon of the returned product during investigation. There was no patient injury. The procedure was completed using another mynx vcd without difficulties. There were no defects noted to the device prior to prep. There was no damage to the device packaging. The mynx vcd was used in a diagnostic coronary procedure. The defect occurred during use in patient. The defect was inflation difficulty. The deployer is mynx certified. The patient has history of hypertension and obesity. Angiomax was given during the procedure. The device will be returned for analysis.